Event description:
The pump reportedly gave air-in-line alarms that could not be cleared by the nurse. This resulted in interruption of critical drug delivery. The pump was set to infuse dopamine at 15 mcg/kg/min via pump a. Pump b had a lidocaine drip, infusion rate not recalled. The pt admitted status post sudden cardiac arrest, cause undetermined. He experienced cardiopulmonary arrest again in the hospital prior to this incident at which time the dopamine was increased to a rate that was approximately 60 ml/h. The pt had an "erratic heart rhythm" throughout the night. The pump began alarming for air-in-line at approximately 7 am. Attempts were made to backprime into a syringe to remove the air, but the alarm would not clear. During the "few minutes" it took for this procedure, the dopamine was interrupted and the pt blood pressure and heart rate dropped and a pulse was not obtainable. The dopamine cassette was switched from pump a to pump c where it ran without alarms. The pt "may have been given epinephrine or atropine IV push during the event" by the code team but the register nurse could not recall because "it all happened so fast." Once the dopamine was re-established, the pt's vital signs stabilized. The pump remained in use (pumps b and c) for most of that day without further problems. The dopamine and lidocaine infusions were later switched to another pump. The pt was declared brain dead two days later, unrelated to the pump event, and organs were harvested. The pumps are new to the account and had been in use at the facility for approximately 2 weeks. No additional information was available.